Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date of event is unknown. The date entered is per the caller's report of "before (B)(6) 2020." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer reported receiving sensor readings that were lower than he felt. The customer experienced fatigue and was taken to the hospital where a healthcare meter reading of 480 mg/dl was obtained and 6 units of rapid insulin was administered for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.